Event description:
After starting IV with introcan safety IV catheter, while cleaning up supplies, nurse was stuck with the needle. The safety feature on the needle had slid down and exposed the used tip.